Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A used tpe cassette and loop to channel assembly containing blood was returned for investigation. It was noted that the replacement and return lines were removed and not returned to aid in the investigation. The disposable set was visually evaluated for any misassembly, leak location, or defect that could have contributed to the reported incident. The ac and saline spike lines were full of fluid with no blockages observed. Clotting in the channel was observed, and large clots were found in the reservoir and reservoir trap. A system check was performed and no issues with the device were identified. The system performed as intended. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypotension associated with apheresis is usually well tolerated. The following progression is often observed: pallor and sweating begin, with the skin turning cold; the pulse slows strikingly; the blood pressure decreases ) nausea root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reactions include but are not limited to the patient's physiology,the patient's disease state, and/or the patient's sensitivity to the procedure.

Event description:
The customer reported that during a spectra optia therapeutic plasma exchange (tpe)procedure, the nurse had to give the patient a 500 ml bolus of 0.9% normal saline along with some juice and crackers, due to a drop in blood pressure to 77/40.per the customer, the patient was stable and upon release their blood pressure was 141/59.